Event description:
The customer reported a failure to discharge with this device, stating that "one paddle failed".

Manufacturer narrative:
The customer reported a failure to discharge with this device, stating that "one paddle failed." The factory has not yet received the device for evaluation, and the complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.